Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) batteries not charging. There was no patient involved and no harm or injury reported.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6(investigation findings, type of investigation, investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse inspected device logs and did not detect any data to substantiate reported issue of batteries not charging. Thoroughly evaluated charging circuitry and confirmed functionality of the unit. Device passed all performance and safety tests according to factory specifications. Unable to replicate reported issue of batteries not charging at this time. Device was returned to customer.